Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. There was no report of patient impact. The following information was provided by the initial reporter: no insulin flows when priming. She primes 1 unit instead of 2 units.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. There was no report of patient impact. The following information was provided by the initial reporter: no insulin flows when priming. She primes 1 unit instead of 2 units.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned (37) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported no insulin flows when priming. The returned samples were examined, and it was observed that 31 pen needles featured a bent non-patient end (npe) cannula and 2 featured a broken npe cannula. The remaining 4 samples featured a straight npe cannula and were tested for flow using a test pen injector: all 4 were able to expel properly. The bent and broken npe cannulas would impede flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles.